Event description:
Customer reports a fiber leak on a 1st use dry pack dialyzer noted by a blood leak alarm and visible blood in dialysate lines. Pt given 250cc's ns replacement fluid. Treatment restarted with new disposables without incident. No pt injury or medical intervention reported.